Manufacturer narrative:
Device passed displacement test, self test, active current measurement, and sleep current measurement. No failed battery alerts or power anomalies noted during testing however, power graph generated by adapt power management tool shows unexpected battery power loss at a period of time. Problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alert. Troubleshooting was done. Customer did not received low battery alert prior to replace battery alert. Customer also received power loss alarm and failed battery alert alarm. Customer reported that the battery charge lasted less than expected. Customer was able to clear and rewound the insulin pump. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.